Event description:
Additional information was received that a cerebral infarction developed as a complication during the procedure and the patient was extubated. The patient died fifteen days following the valve implant procedure due to respiratory failure after the cerebral infarction.

Manufacturer narrative:
Updated b.2, b.5, h.1, h.6, imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed 1 day prior to the operation. There was nothing of note in terms of patient anatomy that contribute to the dislodgement or dissection. The deployment starting point was at the bottom of the pigtail catheter, and the valve (f585031) dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were -4 millimeter¿s (mm). After valve dislodgement, the implant dep on the ncc and lcc were -5 mm. A non-medtronic (safari) guidewire was used during the procedure. The right femoral artery was used as the access site for the dcs. The dissection occurred on the lesser curvature of the aortic arch. The minimum diameter of the access vessel was 5.6 mm. Additionally, the dissection occurred after the insertion of the second dcs. Per the physician, it was thought that the cause of the dissection was due to resistance felt during the insertion of the dcs. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve (serial no. (B)(6)) dislodged, therefore the valve and delivery catheter system (dcs, lot no. 0011956741) were withdrawn from the patient and replaced. A new valve ((B)(6)) implant was attempted with a new dcs (B)(6)), however a dissection in the ascending aorta occurred. The patient was treated with ascending aorta replacement, and aortic valve replacement (avr) was performed. Post-operatively, hemiplegia appeared due to cerebral infarction, however the cause of this is unclear. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-23, serial/lot #: (B)(6), ubd: 13-may-2025, UDI#: (B)(4) ; product ID: evolutfx-23, serial/lot #: (B)(6), ubd: 18-jun-2025, UDI#: (B)(4) other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0011939309); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0011939307); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolut fx valve; product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.